Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, no visual anomalies initially noted to the device. During the functional testing, the distal tip was inspected and solidified contrast was noted at the distal tip of the balloon catheter. In addition, a demonstration 0.014¿ guide wire was advanced to the distal end of the balloon catheter and it was unable to be advance to the distal tip. However, after the contrast was removed, the balloon was able to be inflated and deflated without difficulty. As per the additional information, the device was confirmed to be in good condition after unpacking and it was prepared as per the dfu. 66% contrast was used during preparation. Based on the information currently available, it is undeterminable if the contrast would have caused the deflation issue during the preparation of the device as it would depend on contrast concentration, contrast viscosity and time from initial purging of the device to inflation of the balloon. Therefore, an assignable cause of procedural factors will be assigned to the reported and analysed balloon difficult to deflate and to the analysed balloon catheter shaft blocked/occluded, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
It was reported that during the procedure, the balloon did not deflate. The procedure was completed successfully after exchanging to another balloon catheter. No clinical consequences reported to the patient.

Event description:
It was reported that during the procedure, the balloon did not deflate. The procedure was completed successfully after exchanging to another balloon catheter. No clinical consequences reported to the patient.